Event description:
On 12/7/2023, it was reported by a sales representative via sems-06425655 that an ar-6480 dw arthroscopy pump would not pump fluid correctly. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is not confirmed. No related problem was found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number n19145j21, was returned for investigation. Upon visual inspection, several marks were noted on the top house panel. It was also observed that the inflow door locking mechanism arm is not closing completely. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 36 minutes, no problem was found. The machine works as intended. The device was assembled with an ar-6030, lot 40067370, to test the outflow system. No issues were noted after pressing the lavage and then the rinse buttons. The machine is working as intended. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. A pressure fault test was performed to determine if the device triggered an alarm when the inlet tubing was removed from fluid (water). The device triggered an alarm, and the inflow rollers stopped. The device is working as expected.